Event description:
Prior to use defibrillator failed to turn on when power switch on monitor pushed (monitor turned on). Pushing separate defibrillator power switch, unit failed to turn on. Second device brought over and used. This problem was reported to clinical engineering 3 weeks prior, but problem could not abe duplicated. Unit was removed from svc and tech found main pcb dislodged from card cage. Problem could be duplicated by partially dislodging pc board.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: other, integrated circuit board. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.